Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic procedure/right sided lung volume reduction. The scrub nurse loaded the reload and went to cycle the instrument and it would not open. It started to articulate on its own. The instrument would not unload and had problems loading. No patient injury.